Manufacturer narrative:
Section a4 and a6: unknown/ not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded lens was explanted because the patient never felt that their distance visual acuity was clear and seemed out of focus. The patient also experienced difficulty driving at night due to glare and halos. The lens was removed and replaced during a secondary surgical procedure with an unknown lens. There were no injuries and no medical intervention was required. The best-corrected visual acuity (bcva) improved from 20/30 pre-operatively to 20/20 post-operatively. The patient is fully recovered. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: nov 20,2025 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the lens was coated in viscoelastic residue. The lens was cleaned and inspected; no issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a dxr00v model lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.